Event description:
The hospital in a foriegn country reported to fisher & paykel healthcare's us office that an rd900aeu neopuff infant resuscitator did not pass their preventive maintenance testing. The test was performed after pt use. No pt consequence was reported.

Manufacturer narrative:
Fisher & paykel healthcare has requested add'l info in order to assist our analysis of the event as reported. We are currently awaiting receipt of further detail and/or the return of the device to enable assessment of the possible root cause. We will provide our findings in a follow-up report upon completion of our analysis.